Event description:
Reporter alleged the needle that is apart of the softclix plus lancing system used in finger-stick glucose testing was exposed beyond the cap and did not retract. The location of the alleged testing was not provided. No actions were taken or treatment was received reportedly. A request was made for the return of the suspect device and replacement product was sent.